Manufacturer narrative:
The field service engineer replaced and adjusted the measuring cells. The investigaiton determined that the service actions resolved the issue.

Manufacturer narrative:
The total psa reagent lot number was 84006000 with an expiration date of 30-apr-2026. The free psa reagent lot number was 85451900 with an expiration date of 30-jun-2026. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and questionable elecsys total psa and elecsys free psa results from the cobas 6000 e601 module. Approximately 10 patient samples were affected, but only one example was provided. The initial total psa result was 0.252 ng/ml, and the repeat result was 0.122 ng/ml. The initial free psa result was 0.435 ng/ml, and the repeat result was 0.437 ng/ml. The questionable results were not reported outside of the laboratory.